Event description:
As reported, the cutting balloon was inflated seven times. While removing the cutting balloon, one of the atherotomes lodged inside of the 8f introducer sheath. The sheath and ballon were removed together as one unit.